Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the strykeprobe outer sheath broke off inside the patient. The broken piece was removed from the patient with no medical intervention or adverse consequences. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). The device manufacture date is not known. The sheath was visually inspected for damages, and the sheath has broken in half. Also, the distal tip is damaged. No missing pieces were observed. Unable to perform a functional inspection due to the condition of the complaint. The probable root causes could be user misuse, excessive force, improper sterilization methods, or normal wear. The failure(s) identified in the investigation is consistent with the complaint record. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the stryke probe outer sheath broke off inside the patient. The broken piece was removed from the patient with no medical intervention or adverse consequences. The procedure was completed successfully.